Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and identified three issues: 1) the field service engineer (fse) found the sensor (a dual channel optical sensor that determines the location of the sample probe) was not working. The inoperable sensor allowed the probe to move all the way to the right of the instrument, causing the tubing at the top of the probe to come loose. This resulted in the leak. The fse replaced the sensor and reattached the tubing to resolve the leak. 2) while running verification for the repair, the fse noticed the wbc (white blood cell) parameter was flagging, so he examined the wav (white cell aperture voltage) and found the voltage was out of specification at 15 volts. This was due to an aperature plug. The fse changed the wbc bath to resolve the voltage out of range issue and found the wbc bath was not draining properly at the end of the cycle. 3) the fse found the tubing at lv14 (valve 14) was not seated correctly in the valve so he seated it correctly to resolve the wbc bath not draining properly issue. It is unknown how lv14 became unseated. Identified failure modes: 1) the failure mode for the leak was a sensor not working. 2) the failure mode for the aperture was a plug at the aperture in the wbc bath. 3) failure mode for the lv 14 was the tubing was not seated correctly in the lv14 valve. No erroneous results were generated for this event. 1) upon recur for the sensor; the failure mode is not likely to create erroneous results as the instrument will generate a fatal error 8 which will make the instrument inoperable. 2) upon recur for the aperture plug, the failure mode is likely to cause erroneous wbc and rbc (red blood cell) results due to a restricted aperture causing a counting, sizing or measurement error in the wbc and rbc bath. 3) upon recur for lv 14 (valve 14) ; the failure mode is likely to generate erroneous results due to carryover as a result of improper bath drain. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak from a probe when using the coulter act diff 12 analyzer. The customer was troubleshooting a probe 8 error during startup on the act diff instrument. The volume was reported as a few drops and the leak was not contained. The operator was wearing gloves, and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.